Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. Please refer to the attached analysis report.

Event description:
Reportedly, during a different implantation procedure on (B)(6) 2019, the patient data for the subject ICD was programmed, however the physician decided to implant an ICD dr instead. On (B)(6) 2019, the subject ICD was implanted and the new patient data was reprogrammed. The patient data was checked after the procedure but the previous data was still displayed on the programmer screen, showing the implantation date as (B)(6) 2019. When the patient file was opened, the correct patient data was displayed. Preliminary analysis revealed that the incorrect display of patient data resulted from an incorrect management of the patient data by the programmer.

Event description:
Reportedly, during a different implantation procedure on (B)(6) 2019, the patient data for the subject ICD was programmed, however the physician decided to implant an ICD dr instead. On (B)(6) 2019, the subject ICD was implanted and the new patient data was reprogrammed. The patient data was checked after the procedure but the previous data was still displayed on the programmer screen, showing the implantation date as (B)(6) 2019. When the patient file was opened, the correct patient data was displayed. Preliminary analysis revealed that the incorrect display of patient data resulted from an incorrect management of the patient data by the programmer.